Manufacturer narrative:
The customer¿s report of smartsite needle-free valve leak, stick down, and blood in the smartsite body only confirmed blood inside the smartsite body. No leaks or stickdowns were observed or replicated. Functional testing of priming, infusion and pressure testing found no other anomalies. Visual inspection observed there was blood only between the valve's clear body and piston; however the cause of fluid in this entrainment area of the smartsite valve is due to ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve. The cause of fluid in the entrainment area/between the body housing and piston of the smartsite valve is due to the fluid being drawn/pulled into the area during activation of the piston as the movement of the piston carries the fluid downward into the area because of shear forces (capillary action) on the fluid to flow in narrow spaces and is a known functionality of the smartsite valve. The root cause of the blood inside of the smartsite is identified as fluid being able to be drawn/pulled into the entrainment area/between the smartsite valve body housing and piston due to the ability of the fluid to flow in narrow spaces (capillary action) which is a known functionality of the smartsite valve in which this fluid does not enter the fluid path and requires no action.

Event description:
It was reported that the customer stated : " we have a fair amount of recent issues with smartsite connectors with leaks" due to piston stuck down.the customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "rn notes that blood backed up into needleless connector and around blue springs after lab draw. Needleless connector removed and replaced; old needleless connector saved in plastic bag with cns".

Manufacturer narrative:
The customer¿s report of a smartsite leak due to valve stick down was not confirmed. Functional testing of connecting and disconnecting a lab syringe to the received smartsite multiple times did not replicate any instances of stick down or leaking. Visual inspection was performed on the smartsite to look for defects such as cracks, deformations, and misassemblies. The smartsite was received with traces of blood inside the connector. No other anomalies were observed on the smartsite during visual inspection. A lab syringe was connected to the female luer port of the smartsite for 10-15 seconds and then disconnected with no stick down observed. The test was repeated multiple times with no stick downs replicated. The received smartsite¿s female and male luer ports were measured and found to be within iso standards with the male and female go/nogo gauges. A lab syringe was used to flush fluid through the whole set configuration via flush. Fluid flowed freely and no leaks were observed from the smartsite or smartsite connections. The smartsite and lab extension set were loaded into a lab syringe pump module for an infusion test. The primary infusion was programmed at a rate of 10ml/h and 10ml vtbi. The infusion completed with no leaks observed. The smartsite and extension set were then pressure tested while submerged underwater .air pressure was incrementally increased from 5 psi to 30 psi. There were no signs of leaking anywhere from the smartsite while the tubing was manipulated at each engagement. The root cause could not be determined.

Event description:
It was reported that the customer stated: "we have a fair amount of recent issues with smartsite connectors with leaks" due to piston stuck down.the customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Although requested there are no additional details provided at this time.

Manufacturer narrative:
Add new event details to event description and concomitant.

Event description:
It was reported that the customer stated: "we have a fair amount of recent issues with smartsite connectors with leaks" due to piston stuck down.the customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. Note received with product from customer stating "rn notes that blood backed up into needleless connector and around blue springs after lab draw. Needleless connector removed and replaced; old needleless connector saved in plastic bag with cns".

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Requested patient demographics however not provided. The event reportedly occurred in the pediatrics; therefore it is presumed the patient was a child.

Event description:
It was reported that the customer stated : " we have a fair amount of recent issues with smartsite connectors with leaks" due to piston stuck down. The customer stated that these occurrences were with normal saline flushes or the leak occurred around the time of needleless connector was changed by the user. The customer stated there was no patient harm. .although requested there are no additional details provided at this time.